Event description:
A hospital in (B)(6) reported via our distributor that an rt226 infant low flow breathing circuit failed the leak test on a servo-I ventilator before patient use. They further reported a pin hole on the dry line tube.

Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant low flow breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) where it was visually inspected. Results: visual inspection revealed a hole in the dryline tube approximately 191mm from the connector. This is the only complaint we have received for dryline leak for the rt226 infant low flow breathing circuit. Conclusion: we are unable to determine what may have caused the hole on the returned dryline tube. The dryline tube is a supplied part from (B)(4). We are in the process of reporting this complaint to (B)(4) who have informed us that the dryline tubes are visually inspected for pin holes during packaging. Additionally, fph perform a sample pressure and leak test of the dryline tubes received prior to assembling the rt226 infant low flow breathing circuit. The user instructions that are accompanied by the rt226 state the following: -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" -"set appropriate ventilator alarms" the hospital staff correctly tested the circuit prior to patient use, which is in line with our user instructions.